Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. The device was returned to olympus for evaluation. Functional tests observed that the device passed all functional tests as wells as all output power tests. All touch functions as well as buttons on the device were corresponding as buttons were being pressed. There were some errors in the error log; non-conductive fluid, insufficient neutral electrode contact, and no instrument connected. Additionally, the device passed an electrical safety test with no issues. Further findings indicate cosmetic normal wear and tear on housing, minor dent on top cover. Since the esg-400 was evaluated as in standard condition, the generator is not considered to be a direct cause of the injury; nevertheless, it has likely provided the energy required to cause such an injury. There are several possible causes: incorrect patient positioning with ground contact (patient insulation). Use of a non-conductive lubricant. Pulling the instrument out while activated device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. It was also reported during the event, they were using a covidian bovie pencil with the esg-400. There was a spark, the physician felt a shock and the patient burn was identified.

Event description:
Additional information was received from the user facility stating the following: the patient had an orchiectomy procedure. Patient had a small, round burn area located on the posterior aspect of the penis seen when going into pacu from the or. It is unknown how the injury was treated. They did, however, inject with local. The customer suspects the burn was due to a malfunction of the device. Surgeon was using the bovie pencil to heat up a hemostat or some other instrument when a loud pop was heard by the nurse. The patient had the bovie pad on during that time. The current status of the patient is unknown.

Manufacturer narrative:
The device has not yet been received. The investigation is in progress. Please see importer report # 2951238-2020-00426.

Event description:
Olympus received a complaint from the user facility stating that during a procedure, the patient was burned. The customer does not know if it was the pad/cqm or if it was the pencile that is connected. Additional information has been requested but not yet received.